Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "display shows partial digits" was confirmed during product evaluation. This condition was caused by spots on the main display. The main display was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with "display shows partial digits." This event was reported to have occurred upon power-up in the general pt ward. This event may have interrupted delivery. The facility did not have information regarding patient involvement but there was no reported patient injury or medical intervention in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.